Event description:
It was reported that the patient presented into the emergency room with chest pain. The patient was diagnosed with pericardial effusion. Pericardiocentesis was performed and the lead was repositioned. The patient was fine after the event.